Event description:
It was reported that an expired insert error was seen on the unit but appears to be due to that insert already having been used with the first crossfire.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.